Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed red, raw sores under the electrodes of the lifevest equipment. The patient¿s wound care staff treated the skin irritation. It is unclear what type of treatment was provided to the areas. Outcome of the irritation is unknown.